Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during administration of the anticancer agent (5fu) using an infusion pump, leakage was found from the luer connector. It was used as a set with the huber plus and another manufacturer's surplug ad infusion set. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leakage at the infusion set luer adapter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 22ga x 0.75¿ huber plus safety infusion set. Usage residues were observed throughout the sample and the safety mechanism was engaged. A needleless injection cap was attached to the luer adapter. Microscopic inspection of the sample was unremarkable. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks with and without the injection cap in place. Attachment of several non-complainant accessories to the luer adapter was unremarkable. Inspection of the luer adapter using an iso taper gauge revealed the luer to be within manufacturing specifications. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time.

Event description:
It was reported that during administration of the anticancer agent (5fu) using an infusion pump, leakage was found from the luer connector. It was used as a set with the huber plus and another manufacturer's surplug ad infusion set. There was no reported patient injury.